Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 650 - 1,450 ohms in a short period of time. An invasive procedure was performed to replace the lead as the patient is pacer dependent. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.